Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of a small corneal abrasion from epithelial sloughing, on a left eye, six days after prk (photo refractive keratectomy). A bandage contact lens was placed on the eye, and antibiotic drops were prescribed to treat the reported issue. Reporter informed that the pt expressed foreign body sensation, treating, photophobia, and blurred vision for about four hours prior to being seen for the six day post-op follow up visit. Upon follow up, reporter informed that the pt was seen subsequently, eleven days after surgery, and the abrasion had resolved and the pt's uncorrected vision was 20/20. With regards to pt's reported symptoms, reporter informed, those were observed to have resolved soon after treatment was first administered.